Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was kinked and patient went to emergency room (ER) due to high blood glucose levels which was treated with intravenous (IV) and fluids of saline and insulin on (B)(6) 2026 and the symptoms were observed within three or more hours after insertion, and it has been in use for less than three hours.